Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2366700. Model: sc-2366-70 . Serial: (B)(6). Batch: 7074782.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced discomfort where the trial leads were implanted. The physician assessed that there was no infection present however, the patient was given antibiotics as a precaution and the trial leads were removed. The patient is doing well postoperatively and plans to proceed with a permanent scs implant procedure once fully recovered. The trial leads will not be returned as they were discarded by the medical facility.